Event description:
Additional information was reported that the patient experienced withdrawal after using the patient therapy manager. The health care provider stated it was normal. The patient¿s dosage was increased on (B)(6) 2012. The catheter was revised in (B)(6) 2013. The patient was receiving effective therapy after revision. It was unknown why the catheter had revision. The drugs in the pump were hydromophine 2 mg/ml, baclofen compounded 500mcg/ml, and clonidine 250 mcg/ml. Doses: hydromorphone 0.4994 mg/day, baclofen 124.8 mcg/day, and clonidine 62.43 mcg/day.

Event description:
It was reported that the patient experienced withdrawal and then became groggy following a dosage adjustment. Following an appointment with the pump management healthcare provider (hcp), the patient went through withdrawal. The patient initially was not having pain control, so the hcp switched the patient from dilaudid to morphine; however he switched "back to the original" when the morphine was not relieving the pain. The patient had to make a visit several times to the hcp within the week following the initial appointment on (B)(6) 2012. When the patient returned from the appointment on (B)(6) 2012 there were withdrawal symptoms present of sweating, nausea and being "really sick". It was unclear if it was at that appointment that the switch to morphine was made. The patient had another visit with the hcp on (B)(6) 2012, and also experienced withdrawal at that time. On (B)(6) 2012 the hcp put the patient on an IV for dehydration and administered a bolus. The patient did experience some withdrawal still on (B)(6) 2012, but it was said to be "not as bad". It was later reported that the patient was in the emergency room with withdrawal a total of 5 times in the week leading up to (B)(6) 2012. The hcp then turned the pump up, and the patient became groggy. The patient was attempting to work with a hcp to make appropriate adjustments. The medications in the pump were clonidine, baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient, product ID 8709, serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).